Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the black pulse wire was open inside of the trunk cable insulation, which caused the therapy electrode test failure. The root cause for the open pulse wire could not be positively identified, but the damage likely resulted from excessive force on the trunk cable no adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a therapy electrode recognition test. The last patient to use this electrode belt did not report any deficiencies.